Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan (lfs) (B)(4) alleging that the lay user/patient's onetouch ultraeasy meter displayed an "apply sample" message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged issue began approximately 3 weeks ago when the "apply sample" meter message was displayed when the patient attempted to measure his blood glucose. The patient manages his diabetes using insulin with no adjustments and reportedly increased his food/drink consumption in response to the alleged product issue. The patient reportedly experienced symptoms of not being able to get up out of bed and falling approximately 3 weeks after the alleged issue began. The patient was taken to the emergency room (ER) where his blood glucose was measured using a laboratory device with a reading of 40mg/dl. The patient received hcp treatment of 2 glucose tablets and 2 hours later his blood glucose measurement was 138mg/dl. The hcp also advised that the patient decrease his evening lantus dose from 38 units to 34 units. At the time of troubleshooting, the csr noted that the correct test strips were being used, the patient's testing technique was correct and it was not the first use of the device. The csr walked the patient through a re-test but was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury, and received hcp treatment in the emergency room for an acute blood glucose excursion after the alleged meter issue began.